Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista 500 system. Calibration was acceptable, and quality control (qc) was within the range on the day of the event. Siemens reviewed the instrument data and observed an error in the kinetic check, indicating a mixing issue. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse ran service method tests (smts), which failed for sample 1 (s1), integrated multisensor technology (imt), and reagent 1 (r1) mixer. Next, the cse replaced the mixers, aligned them, and ran diagnostics, which passed. The customer ran qc, which recovered acceptably. Siemens evaluated the event and determined that a mixing issue potentially contributed to the falsely depressed ca result. The system is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that a falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista 500 system. The erroneous result was reported to the physician(s), who did not question the result. The sample was repeated on the original system. The repeat result was higher than the erroneous result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca result.